Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery. It was reported that after the tech ended the urology exam, it was found that the images were not stored in the hard drive. The images were unrecoverable so the patient was rescanned to complete the exam. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available. The original MDR was submitted with the code 3263 for method code and code 92 for conclusion code, which no longer exist and code 2199 for patient code, which is now health effect impact code; code 4582 has been selected for health effect clinical code (new field). Note: this report is being submitted retrospectively per FDA request.